Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported the user had 2 occurrences of a map shift on 2 separate maps without any error codes being displayed. The procedure was completed so troubleshooting was not possible. Additional information provided stated the user noticed the shift because anatomy did not match. Map shift occurred during mapping. It was noted when the lasso nav was repositioned into the lspv, the position did not correspond with the previously collected anatomy. The map shifted about 1 to 2 mm. The files, which were sent to device manufacturer (htc), did not contain recordings necessary for investigation. Therefore, the investigation could not been performed. However, field service engineer visited the account and tested the system. The system passed full pm and found ready for use. The bwi representative informed that they performed multiple cases since this problem was reported and the map shift problem has not re-occurred. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. The customer complaint was not confirmed.

Event description:
During an atrial fibrillation (afib) procedure, it was reported the user had 2 occurrences of a map shift on 2 separate maps without any error codes being displayed. The procedure was completed, so troubleshooting was not possible. Additional information provided stated the user noticed the shift because anatomy did not match. Map shift occurred during mapping. It was noted when the lasso nav was repositioned into the lspv, the position did not correspond with the previously collected anatomy. The map shifted about 1 to 2 mm.